Manufacturer narrative:
(B)(4). X-ray review: post op x-ray provided for l5-s1 posterior spinal fusion. By report, a percutaneous screw fixation was used for l5 spondylolysis. No interbody graft is present. There is a paucity of bone graft at this post-op x-ray and both of the sacral screws have fractured as a result.

Event description:
Pre-op diagnosis ( initial surgery): spondylolysis pre-op diagnosis ( revision surgery): damaged screw explantation procedure ( initial surgery): fixations with percutaneous pedicle screw procedure ( revision surgery): percutaneous spinal posterior fusion levels implanted: l5-s. It was reported that the patient underwent a surgery in which screws were implanted. Post-op, the thread part of the screw broke and patient had low back pain. The patient had achieved successful bone union hence it was decided to remove all implants. No patient complications were reported after the revision surgery.